Manufacturer narrative:
One cadd-prizm® vip pump was returned for analysis in good condition. After review of the device history log no evidence was noted of an alarm occurring. Inability to repeat customer complaint was unable to be performed due to a "wrong cassette" alarm message when cassette is latched. Based on the evidence, the alarm was caused by fluid ingression which was induced by user error which can be caused by improper cleaning. The root cause was the result of use of device in a manner that was not consistent with the operator's manual / instructions for use (IFU).

Event description:
Information was received indicating that a no down occlusion error occurred to a smiths medical cadd-prizm® vip pump. No adverse effects were reported.